Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for failed back syndrome and chronic low back pain. It was reported almost immediately after implantation, the patient began to experience problems with the battery. The battery was difficult to charge, took 7 hours to charge, would not accept full charge, prematurely depleted, and caused pain during the charging process. It was also stated that it took 3 hours to charge and had to be charged every other day. The patient was told that the device had a 9 year life span. The patient met with company representatives on numerous occasions, but the problems with the device could not be resolved. The device unit was removed, without replacing it. No further complications were reported or anticipated.